Event description:
It was reported that the pulse generator exhibited backup vvi (bvvi) operation. The device was restored to nominal settings with a device firmware download. The device was interrogated and it was confirmed that the bvvi patient notifier was turned on. The patient remained asymptomatic throughout the event.